Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital affiliated to (B)(6) university.

Event description:
It was reported that guidewire fracture occurred. A 185 cm pt2 guide wire was selected for use; however, after unpacking, it was found that the guidewire was fractured. The procedure was completed with a different device. No patient complications nor injuries were reported.